Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled to undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the scheduled explantation for (B)(6) 2020 has been cancelled. At the time of this report, mentor has received no information regarding future explantation date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. Per paperwork included with the device, mentor became aware that the patient underwent explantation on (B)(6) 2020, and device information has been added. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation, an anomalies were observed on the device consistent with a crease/fold in the anterior view and one of them was extending to the posterior view. A tear was also observed within the crease/fold in the posterior view, measuring approximately 0.5 cm the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this 5653078 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-may-2020, mentor became aware that the patient underwent replacement with 250cc smooth mentor memorygel breast implant, catalog # 3502504bc, left serial # (B)(6) and right serial # (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unknown mentor saline breast implant and experienced postoperative right-sided deflation. The deflation was confirmed by mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.